Event description:
Reporter indicated that her vns therapy programming wand would not stay powered on. Troubleshooting was performed by MFR rep but was unsuccessful. Additionally, the rep noted that the wand "worked sporadically". Wand was subsequently returned to MFR for product analysis. During analysis, the first reported issue, "wand not staying powered on", was not confirmed. However, it was found during the analysis that the wand was having communication difficulties. The wand serial cable, which produced the communication errors, had an intermittent conductor. After the serial cable was substituted, successful functional test results verified consistent communication of the wand.

Manufacturer narrative:
Device malfunction occurred, but did not cause or contribute to a death or serious injury.